Event description:
Account reported patient underwent uneventful ilasik ou (B)(6) 2014. Patient presented one day post op with striae in both eyes. Patient stated he rubbed his lower lids with a tissue a few times the previous day and noted a change in his vision. Surgeon used a caro ball at the slit lamp in right eye and removed epi from gutter left eye and stretched flap. (B)(6) 2014 visual acuity sans corrected (vasc) 20/20 right eye, 20/30 left eye. Rxm plano 20/20 right eye, -0.50 -0.50 x 04 0 20/20 left eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Correction: initial report had typo in date of event. Correct date is (B)(6) 2014. Initial report had typo in refraction reading. The correct reading is 0.50 -0.50 x 040. (B)(6). Capture the ''epi'' that was removed from gutter reported in the initial report. Placeholder.